Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 250 mg/dl. The customer declined troubleshooting because he did not have another infusion set available. The customer was advised to change his infusion set as soon as possible. The customer stated that he cleared the no delivery with a rewind prime. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.